Event description:
Hyperglycaemia [hyperglycaemia]. Condition aggravated [condition aggravated]. Device malfunction [device malfunction]. Case description: this serious spontaneous case from (B)(6) received via (B)(6) was reported by a consumer as "hyperglycaemia" with an unspecified onset date, "condition aggravated" with an unspecified onset date, "device malfunction" with an unspecified onset date, and concerned a (B)(6) years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date due to "diabetes mellitus", levemir penfill (insulin detemir) from an unknown start date due to "diabetes mellitus (dose and frequency 8 u, qd). Patient's height, weight and body mass index was not reported. Medical history included diabetes mellitus. (Type and duration not reported). Concomitant products included - novorapid (insulin aspart) solution for injection, 100 u/ml. On an unknown date, the patient experienced hyperglycaemia, condition aggravated due to device malfunction. Batch number was not reported. Action taken to novopen 4 was not reported. Action taken to levemir penfill was not reported. The outcome for the event "hyperglycaemia" was unknown. The outcome for the event "condition aggravated" was unknown. The outcome for the event "device malfunction" was unknown. No further information was available. Company comment: the reported events are listed. As only limited information is available, it is not possible to perform complete causality assessment. This single case report is not considered to change the current knowledge of the safety profile of levemir penfill (insulin detemir).

Event description:
Case description: investigation result: product name: novopen 4 batch number: unknown no investigation was possible, because neither sample nor batch number was available product name: levemir penfill 3 ml batch number: unknown no investigation was possible, because neither sample nor batch number was available since last submission, case was updated with the following: - the investigational results were updated. - manufacturer's comment updated. - narrative updated accordingly comapny comment: 14-jan-2019: as the device (novopen 4) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case 637879. The reported events are listed. As only limited information is available, it is not possible to perform complete causality assessment. This single case report is not considered to change the current knowledge of the safety profile of levemir penfill (insulin detemir). Continued: evaluation summary novopen® 4 - batch unknown no investigation was possible, because neither sample nor batch number was available.